Event description:
In 2009, two gore viabahn endoprosthesis were implanted for the treatment of a paa. Three days post implant; ultrasound images revealed a distal type I endoleak involving the 7mm x 15cm device. At about five days later, an angiogram showed that the 7mm x 15cm device migrated proximal into the popliteal aneurysmal sac. An 8mm x 10cm viabahn was placed into the 7mm x 15 cm device, which sealed the aneurysm and endoleak. The physician reported the distal 7mm x 15cm device should have been placed more distal to the aneurysm or an 8mm device may have been a better device selection to achieve a better distal seal. Patient was fine post procedure.

Manufacturer narrative:
A device remains implanted and functioning as intended. A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - images were requested, but could not be obtained. Without image analysis, we could not confirm the distal location of the device, or the vessel diameter at the device's distal landing zone.